Manufacturer narrative:
Other applicable components are:: product ID 3889-28, lot# v659126, implanted: (B)(6) 2011, product type: lead.

Event description:
The patient reported device was turned off and no longer in use. Symptoms reported were: non-functional lead led to lack of symptom control over time until the point where it was not helping at all. The symptom was noted as gradual occurrence. The patient stated that they do not know when the event started maybe a couple of years ago, probably around 2013. Additional information reported about 2 weeks later indicated that the patient did not know was led to the non-functional lead. It was noted that their last doctor's visit was in 2014. The patient was told that 2 leads weren't working and since then the other 2 leads stopped working. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.